Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that a tia occurred. On (B)(6) 2019, patient underwent a watchman left atrial appendage (laa) closure procedure. On (B)(6) 2019, patient presented for 45 day follow-up and reported dysphasia prior to presenting for the appointment. Symptoms spontaneously resolved within 15 minutes of onset. Patient has history of a hemorrhagic stroke that occurred in (B)(6) 2018. Patient was then seen by her neurologist on (B)(6) 2019 for which a new stroke was ruled out. The physician noted the dysphasia could be a recurrence of symptoms or a possible transient ischemic attack, but was not confirmed. A MRI was performed on (B)(6) 2019, and no acute intracranial changes were seen. No further information is known at this time.